Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gynecological procedure, the patient had a first-degree burn outside the vagina in the (B)(6) with the device.